Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 300cc mentor memorygel right breast implant and a 275cc mentor memorygel left breast implant experienced bilateral capsular contracture baker grade unknown, burning sensation and right sided rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 6/26/2020, it was discovered that 'reason for device explant and/or reoperation: capsular contracture baker grade unknown, burning sensation and rupture' was erroneously submitted in follow up report 2. Correction: reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/18/2020, patient had an explantation on (B)(6) 2020. Patient also experienced left sided rupture post procedure. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, burning sensation and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/19/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During the visual evaluation, the device was observed to be ruptured. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/24/2020, patient experienced bilateral capsular contracture baker grade iii post procedure. The left sided implant was intact. Reason for device explant and/or reoperation: capsular contracture baker iii and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/22/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).